Manufacturer narrative:
(B)(4). Medical product: catalog #: 14-440221, ankle locking nail 11 x 210mm x 210mm, lot # 244390, catalog #: 14-405022, ti-dble lead cort 5.0x22mm scr ia5.0x22mm, lot # 112150 qty 2, catalog #: 14-444180, offset end cap 12x0mm ffset, lot # 148830. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01992.

Event description:
It was reported a posterior/anterior cortical screw was inserted into the ankle phoenix nail to a patient with charcot deformity. During follow up checkups in clinic, it was discovered that the screw broke months after surgery. X-ray images received noted lucency along the nail. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed as the radiographs provided showed that a calcaneal surgical screw within a phoenix nail device is fractured with slight displacement and angulation of the screw tip. There is extensive lucency along the inferior aspect of the nail. This portion of the nail is loose and there is nonunion. There is a charcot foot deformity but alignment in the lateral view is maintained. The bones are osteopenic. Calcaneal screw fracture in the setting of a phoenix nail device in the setting of a charcot foot. The inferior aspect of the phoenix nail is loose secondary to the screw fracture. The screw is fractured, but no contributing factors are identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.